Manufacturer narrative:
H3 other text : device evaluated by philips field service engineer.

Event description:
The manufacturer received information alleging issues with a simplygo mini,extended battery. There was no report of serious harm or injury. The manufacturer received the device for investigation. The manufacturer confirmed the complaint and replaced 1131554b, 1131550b, 1140694b, 1132383, and 1132519. Found sieve beds with low o2, airside manifold chirping, o2 side check valves malfunctioning, inlet filter pm, tubing worn, power connector charge port broken. Updated simplygo mini software.

Manufacturer narrative:
The UDI in section d4 was previously reported in the incorrect format. The UDI information has been updated to the correct format.